Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, far r wave oversensing on the pacemaker was noted causing episodes of inappropriate automatic mode switch. No intervention was performed. There were no consequences to the patient.